Manufacturer narrative:
The initial MDR 2432235-2019-00470 was filed on 26-dec-2019. Additional information (29-jan-2020): siemens further investigated the report of discordant test results at the customer site. Siemens reviewed the instrument log files (icddebug log files) from the customer's atellica im 1600 instrument, and requested the instruments parts to be return for analysis. The requested instrument parts were not provided. The cause of the discordant test results is unknown. The local cse reports the instrument is operational and no further occurrences have been observed. The instrument is performing within specifications. No further investigation of this instrument is necessary. Section h6 result code(s) and conclusion code(s) were updated.

Manufacturer narrative:
The customer reported that discordant test results were obtained from an atellica im 1600 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. Cse ran auto check and found that total wsh1h20 and total ws1w1 were very low. The cse also found that quality control materials were acceptable at the start of the day. Later in the day the instrument gave water pressure out of range errors during daily maintenance and stopped. The cse found the aspirate probe 1 was stuck inside the wash guide, not moving up or down and not generating a hardware error. Siemens is investigating.

Event description:
The customer reported that discordant test results were obtained from an atellica im 1600 instrument. The discordant test results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant test results.